Event description:
It was reported that stent damage occurred. The subtotally occluded target lesion was located in the diffusely calcified right coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to reach the lesion. The device was withdrawn and it was found that the stent struts were kinked. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The subtotally occluded target lesion was located in the diffusely calcified right coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to reach the lesion. The device was withdrawn and it was found that the stent struts were kinked. The procedure was completed with another of same device. No patient complications were reported.